Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint is determined to be handling damage. Product unavailable for analysis

Event description:
It was reported that while unpacking for a coronary artery drug eluting stenting treatment procedure, stent damage occurred. A 2.75x32mm taxus liberte drug eluting stent had been selected to treat an unspecified lesion. While unpacking the device the stent was damaged. The device was not used in the procedure and did not contact the patient. The procedure was completed with another of the same device. There were no patient complications reported.